Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 17 events for the failure: flaked. - 17 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 17 events were reported for this quarter. Product return status 17 devices were evaluated in the field. Evaluation findings (results/components) 17 devices: material and/or chemical problem identified / coating material product disposition 17 devices: product disposition is not yet determined additional information 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99170. Supplemental rationale. Corrected data: h11. 17 previously reported events were included in this follow-up record. Product return status: 17 devices were evaluated in the field. Evaluation findings (results/components): 17 devices: material and/or chemical problem identified / coating material. Product disposition: 17 devices: scrapped by stryker.

Event description:
No change.